Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarmed when customer blood glucose reaching a high. Customer's blood glucose value was 13.4 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump function had to adjusted in the past but could not recall exactly where to do so. Customer was permitted to access personal account but has no uploads showing in account although. Customer stated that the on every visit to clinic they have been doing the uploads. The device will not be returned for analysis.